Manufacturer narrative:
Insulin pump passed displacement test; it failed self test returning an unexpected pump error hardware low level failure. Pump error hardware low level failure is confirmed in the formatted history file (variable information = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 8.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.